Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: incident reported by nursing. The tubing was not glued/secured to the male luer end. Fortunately, there was only saline primed.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of separation with leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2426-0500 lot number 22013404 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jan2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h.10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: incident reported by nursing. The tubing was not glued/secured to the male luer end. Fortunately, there was only saline primed.